Event description:
A patient came to the outpatient lab for a blood draw. The phlebotomist placed the tourniquet on the patient. The patient immediately reacted with a rash that appeared on left arm where the tourniquet was placed extending to the patient's back. The patient was taken to the emergency department for treatment. This patient has a history of allergies to milk, cheese, amoxil, peanuts, latex, and bananas. The tourniquet we use at our facility is a "latex free" product. The patient was treated with benadryl and orapred. It was noted after the patient had the reaction a phlebotomist that was assisting with the procedure also developed a reaction to the lower portion of the face. This employee has a severe allergy to fish. Her reaction resolved with no treatment.======================manufacturer response for tourniquet, centurion (per site reporter).======================materials management notified centurion. Centurion will notify their regulatory department of potential risk. A centurion representative will come to (B)(6) to evaluate and research lot numbers.